Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device shuts off while infusion. Information on patient impact is unknown.

Manufacturer narrative:
Correction : annex b : b21. Annex c : c21. Annex d : d16. Additional information : device eval by manufacturer? Annex a : a040502, a0401, a0404. Annex g : g02017, g04052. Annex b : b01, b14. Annex c : c0601, c17, c070606. Annex d : d15, d07, d02. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device shuts off while infusion. Information on patient impact is unknown.